Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). The device was subsequently explanted due to infection. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) provided troubleshooting options. Additional information indicated that the source of low out-of-range shock impedance measurement was not determined. A shock impedance test was performed and all measurements were within normal range. This system remains in service. No adverse patient effects were reported.